Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. As a result of checking the contents written in the cds check list, we could not confirm if the reprocessing methods of the facility were appropriate or not. Since olympus did not conduct additional microbial testing, and inspection found no abnormality or leakage that may cause the event, the root cause cannot be identified. The event can be prevented by following the instructions for use which describe the reprocessing methods in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: probe unit acoustic lens damaged, bending section glue worn out, connecting tube wrinkle 10mm from glue, connector unit corroded, ultrasonic-connector corroded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for inspection. Prior to the device being evaluated, the unit will be sent to an independent laboratory for confirmation culture testing and reprocessing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent dr. Weigert neodisher multizym and brushes the instrument channel, suction cylinder, balloon channel, instrument channel port and distal end/area around elevator. The customer uses asept in med med-resterilizable brushes, serial numbers (B)(4). The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, with soluscope s4 detergent and neodisher endos dis active by dr. Weig. (Disinfectant). The scope is stored horizontally in a plasma typhoon pentax. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected microbiological contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 100 colony forming units (cfus) of levures. During the second sampling, the scope tested positive for 70 cfus of the following microbes with a measurement of < 1 cfu/ 100ml per microbe: enterobacteria, enterococcus, staphylococcus aureus, autres pseudomonas, candida and levures. All channels were tested. Sampling occurred at reprocessing, before use, for routine testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.